Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, serial (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome, chronic low back pain, and non-malignant pain. On (B)(6) 2017 it was reported that a catheter revision was being performed. Additional information received on 2017-08-21 reported that the issue that necessitated the catheter revision was that the catheter had flipped so it was going down instead up towards the head making the pump not effective for pain relief. The reporter was unsure when the patient first started experiencing the issue that necessitated the need for a catheter revision. The symptoms the patient experience was reported to be lack of pain relief. The actions and interventions taken during the procedure was the spinal segment was replaced of the catheter. The cause of the catheter issue was it was going down instead of up towards the head. Which was at l4 for the tip. No further patient complications were reported or anticipated.